Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. Review of the device logs indicate that the user attempted to discharge the device at the wrong energy level and pressed the discharge button before the device was charged. The device is designed to only discharge 30j when a short is detected. There is no indication of a device malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.